Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral dcbs were used to treat the left mid sfa. Approximately 1 year post index procedure the patient underwent target lesion revascularisation.